Event description:
It was reported that patient was in rewarm phase of hypothermia on the arctic sun device, but water temperature and patient temperature was dropping. Foley probe was in use. Target temperature was 37c, patient temperature was 34.5c, water temperature was 27.7c and flow rate was 0.3lpm. Pediatric arctic gel pads in use. 4 arctic gel pads were connected. Mss advised to ensure all lines were straight with no bends or kinks. The device then alerted 113 (reduced water temperature control). Nurse straightened out noticeable kink. System diagnostics showed that outlet monitor temperature (t1) was 28.3c, outlet control temperature (t2) was 28.3c, inlet temperature (t3) was 27.6c, chiller temperature (t4) was 4.5c, flow rate was 1.4lpm, inlet pressure was -4.1psi, circulation pump command was 49 percent, mixing pump command was 0 percent, heater command was 100 percent, water reservoir level was 5 bars and system hours were 2630.6. Nurse tried to discuss potential drain of water needed. While flow rate could contribute to alert 113 if device was not warming it might have too much water as well. Nurse stated kink fixed and water was getting warmer. Water temperature was 35.7c. Mss advised to call back if alert returned or if water temperature dropped again.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Per follow-up info received, bd has determined that this event is not reportable. The device was not returned.

Event description:
It was reported that patient was in rewarm phase of hypothermia on the arctic sun device, but water temperature and patient temperature was dropping. Foley probe was in use. Target temperature was 37c, patient temperature was 34.5c, water temperature was 27.7c and flow rate was 0.3lpm. Pediatric arctic gel pads in use. 4 arctic gel pads were connected. Mss advised to ensure all lines were straight with no bends or kinks. The device then alerted 113 (reduced water temperature control). Nurse straightened out noticeable kink. System diagnostics showed that outlet monitor temperature (t1) was 28.3c, outlet control temperature (t2) was 28.3c, inlet temperature (t3) was 27.6c, chiller temperature (t4) was 4.5c, flow rate was 1.4lpm, inlet pressure was -4.1psi, circulation pump command was 49 percent, mixing pump command was 0 percent, heater command was 100 percent, water reservoir level was 5 bars and system hours were 2630.6. Nurse tried to discuss potential drain of water needed. While flow rate could contribute to alert 113 if device was not warming it might have too much water as well. Nurse stated kink fixed and water was getting warmer. Water temperature was 35.7c. Mss advised to call back if alert returned or if water temperature dropped again. Per follow up information received on 03oct2022, nurse stated that patient was able to continue therapy on the same pads and device after resolving the kink. After resolving kink they turned device on and off to reset.